Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord plug was damaged. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request a part order for the replacement power cord. Per good faith effort (gfe) response, the power cord plug was damaged, and the damage was found during an inspection. The investigation is ongoing.